Event description:
A customer reported that they were obtaining "false positive left shift" suspect flags on multiple patient samples when running their dxh600 instrument. There was no death nor injury or change to patient treatment attributed to this event as there were no discrepant results reported out of the laboratory.

Manufacturer narrative:
Upon further revision, the date of manufacture was changed from 06/01/2006 to 06/01/2005.

Manufacturer narrative:
The field service engineer (fse) flushed the flow cell and performed phase and gain adjustments to resolve the left shift flagging. There was a clenz leak from the multi-transducer module (mtm) so he replaced plugged, bent tubing at port 2 on the flowcell. There were no further "left shift" issues found by the fse following service. Upon recur of the plugged tubing failure mode identified; it is likely to cause erroneous differential, retic and nrbc results due to improper sample/sheath flow through the flow cell. (B)(4).